Event description:
Boston scientific received information that this patient had a recent change-out procedure where the previous cardiac resynchronization therapy defibrillator (crt-d) was replaced with a cardiac resynchronization therapy pacemaker (crt-p). After the procedure, the field representative was doing a final device evaluation and noted that the information obtained indicated a possible performance issue. The patient was taken back to the operating room and the device pocket was opened. It was determined that the right atrial (ra) and right ventricular (rv) leads were reversed in the header. The physician reinserted the leads into the correct ports and the subsequent evaluation was normal. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.